Event description:
Patient brought to the or for a cytolithotomy and stone removal using the cyberwand. The surgeons were able to complete the cystoscopy and were preparing to use the cyberwand to break up stones when it was noted that the cyberwand was not working correctly. Two disposable portions of the handpiece were tried and neither one would work. The rep was in the room and believed that it was either the handpiece or the console that wasn't working correctly. Both the handpiece and the console are loaners and we were unable to locate another handpiece and console. Dr was unable to remove the stones without the cyberwand. He spoke with the family and has plans to reschedule the patient for surgery when the equipment needed is available.